Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 04 sep 2024, follow up information was recieved. The patient was diagnosed with a buried bumper. Patient scheduled for replacement of peg tube on a future date. No additional details were provided. On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced and abscess at the peg site. This was treated with oral antibiotics. On (B)(6) 2024, the stoma was clean and healed, but the tube could not be mobilized ventrally. No further information was available.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced and abscess at the peg site. This was treated with oral antibiotics. On (B)(6) 2024, the stoma was clean and healed, but the tube could not be mobilized ventrally. No further information was available.